Event description:
Event verbatim [preferred term]; hyperglycaemia [hyperglycaemia]; did not inject the right dose due to the malfunctioning of the novopen echo [incorrect dose administered by device]; malfunctioning of the novopen echo [device malfunction]. Case description: this serious spontaneous case from spain was reported by a pharmacist as "hyperglycaemia(hyperglycaemia)" with an unspecified onset date, "did not inject the right dose due to the malfunctioning of the novopen echo(incorrect dose administered by device)" with an unspecified onset date, "malfunctioning of the novopen echo(device malfunction)" with an unspecified onset date, and concerned a (B)(6) female patient who was treated with novopen echo (insulin delivery device) from unknown start date for "diabetes type 1", fiasp (insulin aspart) (dose, frequency & route used-unk, unknown) from unknown start date for "diabetes type1". Patient's height: 117 cm, patient's weight: (B)(6), patient's bmi: 16.07129810. Current condition: diabetes type 1. (Since (B)(6) 2018). On an unspecified date, the patient experienced hyperglycaemia (glucose blood levels until 500 mg/dl) because the patient did not inject the right dose due to the malfunctioning of the novopen echo. It was reported that the patient had been using the same pen for 4 years. Batch number of novopen echo and fiasp: requested. Action taken to novopen echo was not reported. Action taken to fiasp was not reported. The outcome for the event "hyperglycaemia(hyperglycaemia)" was not reported. The outcome for the event "did not inject the right dose due to the malfunctioning of the novopen echo (incorrect dose administered by device)" was not reported. The outcome for the event "malfunctioning of the novopen echo(device malfunction)" was not reported. Preliminary manufacturer's comment: on 07-jan-2022: the suspected device novopen echo has not been returned to novo nordisk for evaluation. No conclusion is reached.

Event description:
Case description: investigation result: suspect product: novopen® echo® batch number: unknown no investigation was possible, because neither sample nor batch number was available. Suspect product: fiasp batch number: unknown no investigation was possible, because neither sample nor batch number was available. Since last submission the case has been updated with the following: -investigation results were not reported -is non-reportable updated as no -imdrf codes were updated -narrative updated accordingly. Final manufacturer's comment: 16-mar-2022: the suspected device (novopen echo) has not been returned to novo nordisk a/s for the investigation. Batch number of device is not available, no batch trend analysis or reference sample analysis performed. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen echo. Patient's underlying medical condition of type 1 diabetes mellitus is a confounding factor for the development of hyperglycaemia. H3 continued: evaluation summary suspect product: novopen® echo® batch number: unknown no investigation was possible, because neither sample nor batch number was available.

Event description:
Case description: batch number of novopen echo hvgk362 and fiasp: requested and not available. Investigation result: name: novopen echo, batch number: hvgk362 a visual examination of the returned product was performed. Foreign dry matter observed on internal or external pen parts e.g., dust, dirt, or dried stains after a liquid. The observed problem was not related to any novo nordisk processes and it was a result of accidental damage during use of the device. The piston rod was difficult to / impossible to retract. This was due to accumulation of foreign matter on the piston rod. The fault was caused by accidental handling during use of the device. The electronic register was checked. The readout revealed indications of use of the pen with no flow in the delivery system. Visual examination and functional testing were performed, and the device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. The memory data in the device revealed that an attempted injection did not turn out to be successful and that this was caused by no flow in the delivery system (e.g. The use of a clogged needle on the pen during use). This also made the memory display warn the user by showing two lines (- -) after the attempted injection. In the injection to follow the attempted but faulty injection the pen will function as normal again if a new injection needle is mounted on the pen immediately before the injection. The observed problem is caused by unintended use of the device. Name: fiasp 100 u/ml batch number: unknown. No investigation was possible because neither sample nor batch number was available. Final manufacturer's comment: 06-nov-2022: the suspected device (novopen echo) has been returned to novo nordisk a/s for the investigation. On visual examination, foreign matter noted on mechanical parts of the pen and results in piston rod difficult to retract. This had caused increased friction of the pen during dosage. The fault is obvious to the user. It is not possible to use the pen as intended as it blocks. A spare pen should be used. If a spare pen is not available, the patient will receive no dose and result in hyperglycaemia. The observed problem is not related to any novo nordisk processes and it is a result of accidental damage during use of the device. Device was functioning as intended when tested with new cartridge and needle. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. However, memory data in the device revealed that device had been used with clogged needle. The observed problem is caused by unintended use of the device. Patient's underlying medical condition of type 1 diabetes mellitus is a confounding factor for the development of hyperglycaemia. H3 continued: evaluation summary name: novopen echo, batch number: hvgk362. A visual examination of the returned product was performed. Foreign dry matter observed on internal or external pen parts e.g., dust, dirt, or dried stains after a liquid. The observed problem is not related to any novo nordisk processes and it is a result of accidental damage during use of the device. The piston rod is difficult to / impossible to retract. This is due to accumulation of foreign matter on the piston rod. The fault is caused by accidental handling during use of the device. The electronic register was checked. The readout revealed indications of use of the pen with no flow in the delivery system. Visual examination and functional testing were performed and the device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. The memory data in the device revealed that an attempted injection did not turn out to be successful and that this was caused by no flow in the delivery system (e.g. The use of a clogged needle on the pen during use). This also made the memory display warn the user by showing two lines (- -) after the attempted injection. In the injection to follow the attempted but faulty injection the pen will function as normal again if a new injection needle is mounted on the pen immediately before the injection. The observed problem is caused by unintended use of the device.